Event description:
The reported problem occurred before a procedure. The intended procedure was completed with no delays using the same device. No other devices were reported involved in the event. There was no patient injury or harm associated with the problem.

Manufacturer narrative:
This supplemental report is submitted to provide the additional event related information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, since the reported problem could not be reproduced on the device evaluation, no abnormality was identified with the subject device and the problem is likely attributable to another device used in combination with the subject device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was burned in for more than 2 hours and tested using multiple olympus scopes. The image and color reproduction were observed normal.

Event description:
The user facility reported to olympus that the color changed. There was no patient injury or harm, associated with the problem, reported to olympus.